Event description:
It was reported that the system 9900 would reinitialize on it's own. Also, it was reported that column down motion had problems. There was no adverse pt involvement.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Found 5 vdc supply down at 4.8 vdc. Adjusted to nominal. Replaced power supply 3 to correct column movement issue. The sys was tested and found to be working as intended and placed back into svc.